Event description:
It was reported that a patient underwent an unknown surgical procedure, during the procedure, the implant cracked during insertion. The surgeon removed the device and used a new implant to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Analysis of the returned device shows that no pre-existing defect has been identified at the level of the damages. The cage was found damaged at the level of the screw hole. Some symmetrical notches can be attributed to a misuse of the implant holder which would have been connected to the implant at 90° from its correct position. The damages of the screw hole are consistent with over-loading of the material during insertion of the bone screw. This over-loading may be due to a bone screw inserted "over-angulated" creating a conflict between the bone screw and the cage and resulting in the wall deformation. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.